Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that an rt105 adult inspiratory-heated breathing circuit became open circuit during use.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory tube of the complaint rt105 adult breathing circuit was returned to fph (B)(4) for inspection. It was visually inspected and an electrical resistance of the heater wire in the inspiratory tube was tested using a multimeter. Results: visual inspection revealed no physical damage to the returned inspiratory tube. The electrical resistance test found the inspiratory heater wire resistance to be within specification for this product. Conclusion: no fault was found with the returned inspiratory tube. All breathing circuits are visually inspected and electrically tested during production and those that fail are rejected.